Manufacturer narrative:
H6: investigation summary: no samples or photos received by our quality team for evaluation. Furthermore, a device history record review was completed for provided batch numbers 2024137. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. H3 other text : see h10.

Event description:
It was reported that 8 bd safetyglide¿ needles were blocked during use. This complaint was created to capture the 6th of 6 related incidents. The following information was provided by the initial reporter: "type of incident/problem: malfunction - during or after use level of harm: no apparent harm - reached patient/person, inconvenient. Problem of not plunging... Issue of air locked/not plunging".

Event description:
It was reported that 8 bd safetyglide¿ needles were blocked during use. This complaint was created to capture the 6th of 6 related incidents. The following information was provided by the initial reporter: "type of incident/problem: malfunction - during or after use level of harm: no apparent harm - reached patient/person, inconvenient... Problem of not plunging... Issue of air locked/not plunging."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.